Event description:
(B)(4). I was implanted with a medical device implant called essure in (B)(6) 2011. This device has a three year shelf life, however, I do not have that expiration date. The onset of my complaint started in (B)(6) 2012. This is a list of my side effects and symptoms that I have experienced due to essure. Cramping (daily), pelvic pain, abnormal periods (prolonged and large clotting), ovarian cysts, adenomyosis, uterine inflammation, abnormal paps, metrorrhagia (bleeding in between periods, abdominal spasms, muscle spasms, twitching, joint pain, vitamin d deficiency, unexplained/easily bruising, inflammatory arthritis, hair loss, dry eyes. I have been seen by 8 doctors to figure out what is causing my symptoms, including my implanting obgyn, general practitioner, ophthalmologist, optometrist, rheumatologist, current obgyn, and 2 orthopedic surgeons. I have been diagnosed with the following conditions adenomyosis, vitamin d deficiency, uterine inflammation, ovarian cysts, chronic dry eyes, metrorrhagia, menorrhagia, and inflammatory arthritis. I will be having the following surgeries due to essure, laparoscopic vaginal hysterectomy, bilateral salpingectomy, aandamp; p repair. The device is still inside of me and will be removed on (B)(6) 2015. I have requested that my coils be returned to me after surgery.